Event description:
It was reported that the external pulse generator (epg) had no pacing output. The epg had turned itself off while connected to a pacing-dependent patient. The patient went into asystolic arrest and required CPR. CPR was performed until an intrinsic rhythm was present and the patient had a palpable pulse. The clinical staff replaced the epg and the patient was paced again using the new epg within a few minutes. This was the second asystole episode within several hours. The battery light had been checked hourly while the epg was connected to the patient, and the light was not lit during this time, or after the incident. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. One side bail cover and ring cover are contaminated. Ring bail is bent.